Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-03787. It was reported that a stent was not well apposed. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified proximal to distal left anterior descending artery. Ablation was performed with a rotablator device and a 2.5mm x 38mm synergy stent was placed. Then an opticross¿ catheter was used to observe the lesion and upon withdrawal, the guidewire exit hole of the catheter was caught in the proximal part of the stent. The physician commented that the stent may not have been fully expanded. The proximal shaft of the catheter was cut and the imaging core was removed. Another femoral access approach was obtained and a new guidewire was placed. A 2.0mm emerge balloon catheter was used to perform dilation on the stuck opticross and it was then able to be retrieved. There were no patient complications and the patient status was good.